Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient explained that she did not receive hyperglycemia alerts because the cgm readings reportedly remained in the 230¿250 mg/dl range and never increased into the 400 mg/dl range. She bolused with her pump as needed per her usual routine. Approximately two hours after breakfast, the patient developed severe nausea and vomiting and was unable to tolerate liquids. By approximately 4:00 pm, the patient became dehydrated and initially suspected food poisoning. As symptoms worsened, the patient's husband transported the patient to the emergency room (ER), where healthcare providers reportedly diagnosed high white blood count (leukocytosis) and diabetic ketoacidosis (dka). The cgm values had been in the normal range prior to going to the hospital (inaccuracy). The patient was admitted to the hospital, transferred to the intensive care unit (ICU) for close monitoring, removed from her tandem insulin pump therapy, and treated with an intravenous (IV) insulin infusion. The patient was unable to provide the cgm reading at symptom onset or any fsbg reading obtained upon arrival at the hospital. On (B)(6) 2026, the patient was discharged after a 2-day hospitalization. The patient reported this was the first occurrence of an event of this nature associated with a cgm-related concern. Although fatigue persisted for several days following discharge, the patient reported full recovery and stated that no further issues were experienced after resuming use of her regular g7 10-day sensor. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.